Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was above 40 mg/dl. The customer stated the reason for the low blood glucose was that they had not eaten. The customer stated that they went swimming while the insulin pump was attached to their body. The discontinuation of the device was advised. Nothing further was reported.